Manufacturer narrative:
The broken instrument was returned for evaluation. We confirmed that the stationary jaw is broken off, the broken piece was not returned by the facility. The instrument had been in use for 16 years. Damage is most likely due to excessive force and/or handling of the device.

Event description:
Allegedly, during a laparoscopic robot assisted incarcerated incisional hernia repair procedure, at the end of the case, it was noticed the tip of the endo-closure device had fractured off inside the patient. Attempts were made with the c-arm and palpation of the abdominal wall to locate the device tip. The doctor was unable to retrieve the piece from the patient. The doctor decided to leave the tip as it was such a small object within the abdominal wall as the risk to remove was greater than the benefit. The patient was discharged the following day without further incident.